Manufacturer narrative:
The field server engineer tested the device and indicated that there was no speaker sound at start up test. The reported problem was confirmed. The cause of the reported problem was a defective speaker. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
During the evaluation at bench repair, it was identified that the mx40 had no sound coming from the speaker. The device was not in use monitoring a patient at the time of the reported issue. There was no patient involvement.